Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose had been high and treating with the insulin pump could not bring it down. The customer experienced dizziness and nausea and vomiting. The blood glucose reading at the time of admission on (B)(6) was 472 mg/dl. The customer was wearing the insulin pump at the time of the event. She was released but the blood glucose ran high again the next morning. The customer was in the hospital again on (B)(6) and the blood glucose reading was 135 mg/dl. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no air bubbles or leaks were observed. The insulin was clear and not expired and the insertion site was not sore or irritated. The infusion set was removed and the cannula was bent. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat.